Event description:
A peritoneal dialysis patient has reported that he was unable to connect to the first connector on the dialysis treatment set. There is no report of patient injury. A sample is available for an evaluation.